Event description:
The account alleged that the reverse trendelenburg function was not working. The account stated that there were no injuries.

Manufacturer narrative:
The account found a bent bar in the trendelenburg box. The account bent the bar back into place to resolve the issue.